Event description:
The facility an infusion pump with a depleted battery alarm. The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographicsl, medication invoved, or device programming.